Event description:
It was reported that " we found the product and packaging damaged crushed inside the box during the receipt and labeling inspection". This occured prior to use during inspection.

Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation. Reference picture1.tc#1900112843 for customer-supplied photo. The photo displayed multiple arterial kits, circling the kinking observed on the packaging and guide wire assemblies. The customer returned one unopened sac kit for analysis. The kit was opened to further analyze the components. Visual inspection of the components revealed no kinking or bending on the guide wire body. Major bending of the guide wire tubing and several creases and folds on the product packaging were observed. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The packaging clearly states, "do not bend". The guide wire total length measured 352 mm which is within the specifications of 345-355mm. The guide wire outer diameter (od) measured 0.51mm which is within the specifications of 0.508mm-0.533mm. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with the kit which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The undamaged portions of the guide wire were threaded through a lab inventory 20 ga introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged."engineering change order-044048 was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. This product was manufactured (feb 2022) after the implementation date of the eco. The lidstock clearly states, "do not bend." Corrective action is not req uired at this time as the probable root cause is storage and shipping related. The customer report of a kinked guide wire prior to use was not confirmed through complaint investigation of the returned sample. However, major bending of the guide wire tubing and several folds and creases on the outside packaging were observed. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.